Manufacturer narrative:
At this time, the device is expected to be returned to orthalign for investaion, but has not been recieved. If the device is recieved, an investigation will be performed to confirm the problem and determine the root cause, and a follow-up report will be filed detailing the conclusions. This report is being filed out of an abundane of caution and with an understanding of the patient harm that could be caused by device inaccuracy.

Event description:
The surgeon alleged that the angles showen by the navigation unit were improper.

Event description:
The surgeon alleged that the angles shown by the navigation unit were improper.

Manufacturer narrative:
The navigation unit and the reference sensor were returned to orthalign for evaluation and the investigation has been completed by an orthalign engineer. The behavior was not reproducable by the orthalign engineer and the event was unable to be confirmed. The navigation unit and reerence sensor passed all testing and no device defect was found. Orthalign will continue to monitor the complain data and take action if necessary. No further action is required at this time.